Event description:
The customer called in for assistance with the load process as insulin was not seen at the end of the tubing. During system check, customer indicated that insulin was leaking from the luer lock and that the luer lock was not secured properly. The customer tightened the luer lock and completed the load sequence successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.